Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they "felt a dull pain in upper chest and down left arm as well as a headache". The patient also wanted to know "if anything is wrong" with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.